Event description:
It was reported that the m41sr20r power chair has intermittent 6 flashing lights (indicating a left motor fault). Chair failed while patient was using chair. Use indoors. In a private home.